Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 in order to treat cystocele and stress urinary incontinence concurrently with anterior/posterior repair. It was reported that following insertion the patient experienced pain, erosion, urinary problems, dyspareunia, and feeling like something is protruding from the vagina. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was further reported that the patient underwent mesh removal on (B)(6) 2011 due to stress urinary incontinence. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, urinary problems, dyspareunia, and feeling like something is protruding from the vagina. It was further reported that the patient underwent mesh removal on (B)(6) 2011 due to stress urinary incontinence.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.